Event description:
Following use of a diamondback coronary orbital atherectomy device (oad) in the mid left anterior descending artery, a significant perforation was seen on angiogram. The perforation caused hemodynamic changes, and the patient became unstable. The patient's pressure dropped to 40, which is when pericardiocentesis was performed successfully. The patient's pressure returned to baseline. The patient was sent for emergency bypass surgery of the rca and lad. The patient was on pressors but was stable during transport to the operating room .

Manufacturer narrative:
(B)(4). The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, the complication was due to very diseased vessels and a slight bend in the mid lad. The physician stated it is also possible the device was subintimal during treatment. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).